Event description:
Medication came from pharmacy with the tubing having a poor connection to the close system transfer device. This caused the medication to leak out from it when hooked up to the IV pump. Vidaza leaked through the tubing site that was connected to the spiro.